Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user reported that the power chair in question lunged forward. The unintended movement reportedly caused the user to hit their knee on a stove, which resulted in bruising.